Event description:
During preparation, while flushing, a leak was noted on the microcatheter shaft where the strain relief is located.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  The subject device is not available, therefore physical analysis cannot be performed.  Based on the information available, a probable cause of preparation damage has been assigned as the issue is due to handling of the device or portion of the device without direct patient contact during preparation of the device.